Manufacturer narrative:
Batch review performed on 20 november 2018: lot 167308: (B)(4) items manufactured and released on 02-feb-2017. Expiration date: 2022-01-15. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in complaining of anterior knee pain with mid-flexion instability 1 year and 3 months after the primary. The insert was revised from a 10mm to a 12mm. The patella was not resurfaced in the primary surgery but was resurfaced to a size 3 during the revision.